Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a broken cable was confirmed and reproduced during evaluation. The root cause was not identified but it was attributed to mishandling. The power cord was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken cable was due to a damaged power cord.